Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms and increased threshold measurements. The lead was tested in multiple vectors and the issue was isolated to the lv ring electrode. The lv configuration was reprogrammed which revealed normal impedance and threshold measurements. Additional programming changes were made. No adverse patient effects were reported. The lead remains in service.